Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A faulty patient board set was causing no image with the 180 series scopes. The required parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported an evis exera iii video system center was unable to get an image with 180 series scopes during preparation for use. The customer reported the scopes worked on another unit and had checked the cables in the back to ensure they were secure. The customer also reported the white balance failed with these scopes. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty circuit board was likely caused by the failure of the operational amplifier. There has since been a design change to the operational amplifier circuit to prevent reoccurrence.